Event description:
On (B)(6) 2025, signal artifact was observed on the left parietal depth lead. The lead was secured with a dog bone with lead protection. No programming changes were made. On (B)(6) 2026, therapy was disabled on the affected electrodes (lead 1/ electrodes 3 and 4). On (B)(6) 2026 the lead was replaced.

Manufacturer narrative:
(B)(4). Review of the ecog and impedance data are suggestive of a potential lead break. The explanted product was not returned to neuropace for analysis.